Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy occurred at 8am on (B)(6) 2017. At this time the patient obtained blood glucose results of ¿140 and 83mg/dl¿ as well as ¿163 and 219mg/dl¿ with the subject meter. Both comparisons were taken with less than 20 minutes between each result in each comparison. The patient does not take any form of medication to manage their diabetes, and the patient stated that they had taken more exercise on (B)(6) 2017 at 11am in response to the alleged product issue. The patient did not develop any symptoms as a result of the alleged product issue but stated that they visited their doctor¿s office on the same day and were prescribed with glucose tablets. No further treatment was provided at this time. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter and the control solution test performed fell out with the acceptable range for the test strip lot being used. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a product malfunction as the alleged product issue could not be resolved with troubleshooting.